Event description:
It was reported to philips that the system failed to produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and rearranged to another day. Upon onsite visit, the philips field service engineer (fse) analysed the system log file and identified issues that related to power supply module, which could not be adjusted. To resolve this issue, fse replaced the power supply module, and returned to philips for further analysis. The analysis confirmed the malfunction and identified that the top cover of the power supply was broken and bent upwards. Furthermore, it was observed that the unit failed to receive any power when plugged in. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.